Event description:
It was reported that leaking from the tubing occurred. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.a device history review was also conducted on the component lot numbers and no discrepancies were found.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The picture attached shows a close-up of the plate and tube connections. The joint of the tubes is wrapped in tape, but no leak is visible. The complaint is not confirmed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No problems or issues were identified during this device history record review. D5 and e4 are unknown.